Event description:
Information received indicates the left head caster will brake but continues to spin when in brake.

Manufacturer narrative:
The technician replaced the caster to repair the stretcher.